Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion clinical evaluation and plant investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for peritonitis. Follow up with peritoneal dialysis registered nurse (pdrn) confirmed the patient had been hospitalized with peritonitis on (B)(6) 2017, and the patient was treated with antibiotic (drug name, dose, route, and frequency unknown). During the hospital stay the culture came back negative. The patient was discharge on (B)(6) 2017. On (B)(6) 2017 the patient was again hospitalized for abdominal pain and the doctor stated it was not related to peritonitis and the patient was still taking antibiotics from the previous hospital stay due to peritonitis. The patient was diagnosed with advance chronic obstructive pulmonary disease (copd). The patient was discharged on (B)(6) 2017. During a home visit the home health nurse notice the patient had abdominal pain and the patient was sent to the hospital where they were admitted from (B)(6) 2017 for hypotension and the patient was prescribed midodrine. The patient was discharged on (B)(6) 2017. The patient is doing well and performing continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The drain times were within the time specifications for a liberty cycler. The cycler programmed displayed fill and drain volume values were within the tolerances. No fluid leaks in the test cassette during the test treatment. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient reported being hospitalized with peritonitis (B)(6) 2017 through (B)(6) 2017. The peritoneal dialysis (pd) nurse confirmed that the patient was hospitalized for peritonitis. The pd nurse stated that the patient was treated with an antibiotic, however the specifics regarding the antibiotic was unknown. The pd nurse reported that the culture result during the hospitalization was negative. There was no further information available.